Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from a company representative (rep) indicated the patient was receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump. The event date was not provided as the reporter had not received any formal complaint from the doctor in charge of the patient. The request of patient relative had been for refills to which the rep always attended according to coordinating with the attending physician even when another doctor requested the "catheter for change". Symptoms the patient experienced included "always spasticity" however that sign was evaluated by the doctor and the rep "just attend refills ordered". Troubleshooting included a catheter exchange performed. The results, if the issue was resolved and patient outcome were not known. It was noted it was not known if he was "documented against spasticity scale by changes brought him".

Event description:
It was reported that this patient could not find anyone to refill the pump and her pump went dry. There was report that ¿thought we had it figured out but it didn't happen.¿ as a result the patient was re-admitted. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify model/serial, troubleshooting, patient symptoms, resolution, and medication information. Should additional information be received a supplemental report will be filed.